Manufacturer narrative:
(B)(4)

Event description:
It was reported that the left ventricular lead exhibited loss of capture. No intervention was performed at this time. The patient was in good condition.